Event description:
It was reported that a pt received a skin burn on the back following an electrophysiology exam. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.